Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a broken needle on the sensor. Customer's blood glucose reading was 123 mg/dl. Product is being returned and replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found insertion needle hub separated from the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the adhesive anomaly due to the sensor being returned opened/used.